Manufacturer narrative:
MDR 1219913-2015-00161 was submitted on 10/08/2015 reporting a positive advia centaur xp toxoplasma g result that did not match previous results or results by alternate methods. MDR 1219913-2015-00161 supplemental 1 was filed on november 25, 2015 with the results of siemens initial testing. March 30, 2016 - additional information: siemens was unable to perform ana and ama testing on the sample. Siemens reviewed the complaint handling databases and there were no other complaints reporting false positive results with this lot of reagents. The discordant positive result appears to be due to an unknown interferent in the sample.

Manufacturer narrative:
MDR 1219913-2015-00161 was submitted on 10/08/2015 reporting a positive advia centaur xp toxoplasma g result that did not match previous results or results by alternate methods. November 25, 2015 - additional information siemens received the sample and tested it internally on two reagent lots of advia centaur xp toxoplasma g, and immulite xpi2000 toxoplasma g. The sample was treated with a heterophilic blocking tube and tested on the advia centaur toxoplasma g assay and the immulite 2000 xpi toxoplasma g assay. Results in iu/ml: advia centaur xp lot 061208 - patient sample - neat - 55.00 / hbt - 60.10. Advia centaur xp lot 061 211 - patient sample - neat - 58.80 / hbt - 60.23. Immulite 2000 xpi lot 414 - patient sample - neat <5.00 / hbt - <5.00 siemens observed positive results with both lots of advia centaur xp toxoplasma g as well as the sample treated with the heterophilic blocking tube. A negative result was observed with the immulite 2000 toxoplasma g assay. Siemens will continue to perform additional testing if there is enough sample left.

Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur xp toxoplasma g result is unknown. Siemens has requested the sample for testing. The customer reported that qc was in range indicating that the instrument is performing within specification. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the (B)(6) predictive value of any assay is reduced due to the increased possibility that a (B)(6) result is actually falsely (B)(6). As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Customer observed a (B)(6) advia centaur xp toxoplasma g result that did not match previous results or results by alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to discordant advia centaur xp toxoplasma g result.